Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to depress the syringe plunger down multiple times. The customers blood glucose were impacted. However, the exact value was not provided. The customer was able to switch out the needle tips and the issue was resolve. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.